Event description:
Patient reported left side "deflation and implant removal from textured to smooth due to the concerns of the product". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Patient reported "deflation and implant removal from textured to smooth due to the concerns of the product". Device remains implanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Per (B)(4) completed on 6/jun/2025, deflation was removed. Un-reporting.